Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility those phenomena were attributed to the following causes; the control panel of the subject device was not displayed even when the power was turned on since the power supply board of the subject device failed, this malfunction occurred. Omsc couldn't identify the reason why the power board broke down, but it was surmised that the liquid residue was inside the power board which might have make the failure of the power board. Error code e04 (pressure sensor initialization abnormal) was occurred omsc surmised that the error code e04 occurred due to the failure of the pressure sensor or the electronic component processing the pressure sensor. The failure of the pressure sensor or the electronic component processing the pressure sensor might have occurred due to the aging deterioration with passing more than 7 years since manufacturing the subject device. Error code e05 (backup data sum check error) omsc surmised that the error code e05 occurred due to the failure of the electronic component for processing the data. The failure of the electronic component for processing the data might have occurred due to the aging deterioration with passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device but could not duplicate the reported phenomenon with the test run. However the errors, e04 and 05 stored several times in the error memory, those errors indicated that there was the printed circuit board failure. It was fond the liquid residues on the power supply inside the subject device which probably got into the device through spray disinfection via the ventilation slots. The errors could have been caused by these liquid residues. Moreover, the power supply unit of the subject device must be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the control panel of the subject device became black or displayed ¿fa¿ after turning on at the unspecified timing. The user also reported that it was restarted at several times but could not be solved. There was no report of patient injury associated with this event.